Manufacturer narrative:
Additional information was added: correction: the lot was manufactured from november 21, 2019 - november 26, 2019. Method code 4115 will be replaced by method code 10. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a leak from the spike port cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 300ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The leak was during setup after adding medication (unspecified). There was no patient involvement. No additional information is available.